Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-08305. It was reported that insufficient roll-off occurred. The patient was undergoing radiofrequency ablation (rfa) of a 2mm metastatic tumor in the liver utilizing a rf3000 radiofrequency generator and a 3.0/15/15 leveen¿ coaccess¿ electrode. The needle and pads were correctly connected to the generator. Energy was applied two times for 30 minutes with up to 150 watts; however it was noted that roll-off was not achieved. The physician noted that tissue was not seen on the needle as expected and felt that the needle was not hot. The procedure was complete with a 3. Leveen¿ coaccess¿ electrode and the same generator. No patient complications reported and the patient status is perfect.